Event description:
Int'l affiliate reported a broken spike of a transfer set. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA august 1, 2007.